Event description:
It was reported that pump declared malfunction alarm 20a during cartridge load, and customer was unable to successfully load cartridge and resume insulin therapy because alarm recurred. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with proper loading technique, arranged replacement pump under warranty, confirmed shipping address, provided storage mode instructions, and instructed customer to return problematic pump using pre-paid label within 10 days, which customer understood and acknowledged.